Event description:
Following strenuous activity or exercise, the pt experienced a stinging sensation at the implantable neurostimulator (ins) pocket. A revision was planned to disconnect the leads from the ins, dry them off, and reconnect. The pt was keeping the ins off until after the procedure.

Manufacturer narrative:
(B) (4).